Manufacturer narrative:
(B)(4). Final analysis confirmed that the device was in backup vvi due to a single bit flipped. After a product download the device exhibited elective replacement indicator. (B)(4).

Event description:
It was reported that the patient presented to clinic for follow, during interrogation the pulse generator exhibited backup vvi mode and the patient suddenly felt dizzy. The device was explanted and replaced successfully.